Event description:
It was reported that during a device replacement procedure this right ventricular (rv) lead was suspected to be compromised and broken. A review of the device latitude data noted the referenced device was programmed to air mode prior to the safety mode alert. In this mode, the device was not using the rv lead; only atrial pacing/sensing was being provided via the patient's right atrial lead. Based on the available information, it is not possible to confirm that the rv lead was broken; however, it was noted that the rv lead had exhibited a red alert for an rv lead impedance measurement below 200 ohms and a yellow alert due to low r wave measurements. These alerts indicate that the rv lead may have been compromised, as reported by the physician. Once the pacemaker entered safety mode, the device (per design) automatically changed to the safety mode parameters (vvi pacing/sensing only via the rv lead). Additional information subsequently determined that this lead is a boston scientific flextend lead. It was also noted that the replacement pacemaker is a boston scientific single chamber pacemaker programmed to aai mode where pacing/sensing is only provided in the right atrium using the patient's non-boston scientific right atrial lead. Although the rv lead remains implanted, based on the available information it is no longer being used to provide therapy due to this aai mode programming. The local sales representative was later able to confirm with the facility that this rv lead was capped/surgically abandoned. Reference boston scientific vr # (B)(4) / fagg reference number (B)(4) for the pacemaker details.

Manufacturer narrative:
UDI related data quality updates only. This report is being filed as a correction in response to an FDA request. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We have not provided the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported during a device replacement procedure that this right ventricular (rv) lead was suspected to be compromised and broken. A review of the device latitude data noted the referenced device was programmed to aair mode prior to the safety mode alert. In this mode, the device was not using the rv lead; only atrial pacing/sensing was being provided via the patient's right atrial lead. Based on the available information, it is not possible to confirm that the rv lead was broken; however, it was noted that the rv lead had exhibited a red alert for an rv lead impedance measurement below 200 ohms and a yellow alert due to low r wave measurements. These alerts indicate that the rv lead may have been compromised, as reported by the physician. Once the pacemaker entered safety mode, the device (per design) automatically changed to the safety mode parameters (vvi pacing/sensing only via the rv lead). Additional information subsequently determined that this lead is a boston scientific flextend lead. It was also noted that the replacement pacemaker is a boston scientific single chamber pacemaker programmed to aai mode where pacing/sensing is only provided in the right atrium using the patient's non-boston scientific right atrial lead. Although the rv lead remains implanted, based on the available information it is no longer being used to provide therapy due to this aai mode programming. The local sales representative was later able to confirm with the facility that this rv lead was capped/surgically abandoned. Reference boston scientific vr # (B)(4) / FDA reference number 2124215-2022-49447 for the pacemaker details.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.